Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient just got out of the hospital. She had a urine infection and an infection in her left foot/leg. They gave her antibiotics but she was allergic to them and got dehydrated. They gave her another one and she was in the hospital from (B)(6) 2016. It was unknown when this started. The patient had not been feeling well for 4 weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.